Event description:
The pre-vacuum steam sterilization (wrapped method) temperature in the instructions for use incorrectly lists 121-123c instead of the correct 132-133c. The devices were not used on a patient: no patient harm.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.